Manufacturer narrative:
Retainer ring: black. Pump was returned for alleged damage to the lcd display screen and an unspecified location on the back of the pump on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on corner of belt clip rails, battery tube threads cracked, serial label damage (faded), cracked reservoir tube lip, end cap address label missing, corroded battery tube and minor scratches on lcd window. Damaged battery tube and lcd display screen confirmed. Tested ok. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the pump was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis